Event description:
The pump went into a 12 series failure when the nurse was pushing the channel c select key during pt use. Channel a and channel c were in standby but channel b was infusing tpn (total parenteral nutrition) into a pt at an unk rate. When the failure occurred, channel b had stopped and pump went into failure with loud alarm. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the exact set up of the infusion device. The facility rep stated they have no record of any pt incident involving the pump since the last baxter service event.